Event description:
The pump was explanted and replaced after an implant duration of 81 months. The pump was recalled by the MFR, due to the potential for cap detachment. A follow up report will be sent if add'l info is received.

Manufacturer narrative:
Final device analysis results reveal battery depletion end of life.